Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, it was determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this pacemaker, and another manufacturer's right ventricular (rv) lead, could feel when their device paces in the rv. High out of range pacing impedance measurements were noted. In clinic, noise was unable to be created and out of range measurements were unable to be recreated. The lead was programmed to bipolar configuration. It was also noted that there was an inappropriately stored event due to oversensing of the minute ventilation sensor. Technical services (ts) discussed a possible contact issue between the device and lead. Future programming options were discussed in the event another out of range measurement is detected. No adverse patient effects were reported.